Event description:
It was reported to the MFR "that while lifter was in a raised position a pt was dropped out of the lift and onto the floor". The pt was taken to the ER for exam, they were x-rayed but no fractures or broken bones were verified; they did have injury to one of their ankles. Pt was returned to facility. The same day and they are doing well. Per the facility comments". "Inaddation per facility they do not trust lifter anymore and they want to replace it with a power lifter instead". It was decided by product mgr, quality, and regulatory that the MFR will upgrade this facility to a hpl-402 power lifter as a good faith gesture.